Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available. Citation: world j emerg surg. 2025 mar 6;20(1):18. Https://doi.org/10.1186/s13017-025-00579-6. Pmid: 40050993; pmcid: pmc11884156.

Event description:
Title: safety and efficacy of prophylactic onlay resorbable synthetic mesh with a comprehensive wound bundle at laparotomy closure in high-risk emergency abdominal surgery: an observational study. The aim of this retrospective ethically approved observational study is to evaluate the outcomes of using a wound bundle and resorbable synthetic prophylactic mesh augmentation in reducing early fascial dehiscence and incisional hernia rates and assesses the complication profile in emergency abdominal surgery. Between september 2017 and april 2024, a total of 49 patients (mean age was 64 years (± 16.4, 31¿86), 33/49 (67%) were female) with a mean age of 64 years were included in the study. These patients underwent emergency open abdominal surgery, or open surgical approach with a 2-0 polydioxanone (pds) suture, 3-0 spiral monocryl and 3-0 spiral monocryl (stratafix, ethicon). Reported complications included: - superficial surgical site infection (n=5), - deep surgical site infection (n=1), - organ/space surgical site infection (n=3), - incisional hernia (n=3), - superficial wound dehiscence (n=1). In conclusion, a comprehensive, evidence-based wound bundle using onlay PMA with a synthetic resorbable mesh, achieves efficacious, safe abdominal wall closure in high-risk, emergency laparotomy patients, including those who require delayed abdominal wall closure.